Manufacturer narrative:
Initial 3 of 3: e1:name (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
Event occurred in united kingdom. It was reported that the patient experienced infusion set fell off during use on 08 may 2026. The issues occurred with three infusion sets.